Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device deficiency. Additionally the catheter was left in the patient for a longer period of time (7days). Per the instructions for use, the in dwell time for the zoll quattro catheter is 4 days, which was exceeded. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
It was reported (on 04/04/2016) that during treatment on a (B)(6) male patient, admitted with a large ich (intracerebral hemorrhage), a dvt (deep vein thrombosis) was observed. The patient was admitted to the hospital on (B)(6) 2016. The ivtm quattro catheter was inserted on (B)(6) 2016. The insertion was performed by dr. (B)(6). The insertion was in the right femoral vein. The insertion was smooth. The intravenous temperature management therapy was discontinued on (B)(6) 2016. The last coagulations were on (B)(6) 2016 and were normal. The dvt was found in the right leg. The date the dvt was found was not provided. In a follow up with the customer, it was reported that the patient had expired due to a "large bleed" in the brain and not related to the dvt or to the zoll catheter. No other patient information was disclosed. No additional information was provided.